Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the patient experienced insulin leaking at the cannula on the infusion set. It was reported that this happened multiple times and the patient experienced elevated blood glucose levels as high as 27 mmol/l and had ketones present. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.